Manufacturer narrative:
(B)(4). Method: the two complaint mr290 chambers were returned to fisher & paykel healthcare in (B)(4) and were visually inspected. Results: device 1, lot 1505060304, manufactured 06 may 2015. Device 2, lot 1503110304, manufactured 11 march 2015. For device 1 and 2, visual inspection revealed a crack in the chamber dome underneath one of the ports. The crack on both devices stretch from the bracket to the baffle with stress marks also being observed. A lot check revealed no other complaints for lot 1505060304 and 1503110304. Conclusion: during use of a sipap machine, the pressures produced in the chamber may sometimes be in excess of 80 cmh2o and this may affect the integrity of the chamber. Every mr290 chamber is pressure tested to 200 cmh2o following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. Set appropriate ventilator alarms. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Maximum operating pressure: (B)(4) kpa.

Event description:
A hospital in (B)(6) reported via an fisher & paykel healthcare field representative that two mr290 humidification chamber domes broke during use (after 12 and 10 days respectively). It was also reported that a synchronised intermittent positive airway pressure (sipap) machine was used. No patient consequence was reported.